Manufacturer narrative:
(B)(4). The customer provided a scanned copy of the patient code-summary report for review. The code-summary report indicated that the customer's device had booted up in AED mode with the paddles lead displayed in channel 1. Two seconds after the device was turned on, the analyze button was pressed which resulted in a connect electrodes warning message, indicating that the device was not detecting the patient while in paddles lead ECG, and the automated ECG analysis stopped. Approximately 24 seconds after the device was turned on, an "initial rhythm" event is documented, however the initial rhythm report showed only dashed lines for standard ECG lead I, lead ii and lead iii. Approximately 5 minutes and 47 seconds after the device was turned on, an "epinephrine" event was logged and the epinephrine report showed patient ECG data in lead I, lead ii and lead iii. The device continued to record the patient's vital sign data for the next 51 minutes. Physio-control has provided this feedback to the customer. The customer's device was not returned to physio-control for evaluation. The cause of the reported event could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device may not have initially detected that a patient was connected via paddles lead ECG during an event. As a result, defibrillation could have been delayed, or prevented, if it had been necessary. The customer advised that they thought the patient was correctly connected, however, they could not be certain. The customer described the scene as hectic. The patient, a (B)(6) year-old female, had been in a motor vehicle accident. Medical personnel advised the patient was transported to a local hospital. There were no reported adverse effects to the patient as a result of the reported issue. No further details were provided.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device may not have initially detected that a patient was connected via paddles lead ECG during an event. As a result, defibrillation could have been delayed, or prevented, if it had been necessary. The customer advised that they thought the patient was correctly connected, however, they could not be certain. The customer described the scene as hectic. The patient, a 60 year-old female, had been in a motor vehicle accident. Medical personnel advised the patient was transported to a local hospital. There were no reported adverse effects to the patient as a result of the reported issue. No further details were provided.